Manufacturer narrative:
Investigation in process.

Event description:
It was reported that a patient was revised due to a fractured primary patella. Preceding or contributing events: patient history: smoker, alcohol abuse, osteoarthritis, several falls due to dizzyness.